Manufacturer narrative:
The pc1-104532 poly. Screw, favored angle 4.5mm x 32mm was not returned and therefore could not be evaluated. The customer did provide a photo which appears to confirm the reported malfunction. However, the root cause could not be determined. At this time as there is no evidence to suggest a manufacturing or design defect occurred. Review of labeling: possible adverse events like other spinal system implants, the following adverse events are possible. This list is not exhaustive: bending, disassembly, or fracture of implant and components postoperative fracture due to trauma, defects, or poor bone stock.

Event description:
On (B)(6) 2025 seaspine/orthofix became aware that a screw dissembled intra-operatively during a surgery utilizing the northstar oct spinal system. The surgeon was adjusting the height of the favored angle screw (pc1-104532) with a final driver, when the screw disassembled. The surgeon was making height adjustments to the screw when the washer dislodged. Per the reporter, all the pieces were retrieved. This led to a delay of approximately 30 minutes; prompting this report. The surgery was able to be completed successfully, and no patient injuries were reported.